Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, customer observed an air gap in the cartridge pigtail. Customer primed the tubing and was able to resume insulin delivery. Customer's blood glucose was 86 mg/dl at time of alarm.